Manufacturer narrative:
Based on investigation, the root cause of the reported failure (k-wire was cut) is attributed to inadequate user handling during application. Indications for material or mfg related problems were not found in the investigation. Based on statistical evaluation, no indication was found for any device related issue.

Event description:
During twin fix surgery, the surgeon tried to insert the k-wire into the pt bone. However, the tip of k-wire broke while inserting inside the pt bone. Thus, the surgeon removed the tip of it and the surgeon used another new k-wire. The procedure was completed .